Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault.a review of manufacturing records did not identify any anomalies. A complaints database search did not identify any anomalies.without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
Hip revised due to dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.